Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit was selected for use. An air embolism occurred, along with hypotension and vomiting. During a watchman left atrial appendage closure (laac) procedure, patient was under deep sedation and ice imaging. The access to left atrium (la) was gained with no issues. Once the was in the left atrium, the versacross dilator was removed from the sheath. Thus, the patient became nauseated and emesis was suctioned from the mouth. The patient then took a deep breath, and a column of air was noticed inside the was side port and was aspirated back through the manifold (side port). Next, non-boston scientific pigtail catheter was inserted into the was and navigated into the left atrial appendage, where a contrast injection was performed. At this point, the patient's blood pressure dropped, therefore medication was given and the patient was intubated. No effusion or st elevations were noted, and coronary angiograms were performed but did not find air present. However, a stroke alert was caused and neurology noted an abnormality with the patient's pupil's. Therefore, the was and bsw nuvision ice catheter were removed from the patient's body, but the 14 fr and 11 fr groin sheaths were kept in place. The patient was sent for an urgent computed tomography (CT) scan, and no evidence of a stroke was found. The patient was then returned to the lab and the watchman flx procedure was completed successfully under general anesthesia and transesophageal echocardiogram (tee) guidance (new watchman devices). The patient woke with no observed neurological deficits, is expected to fully recover and to would be discharged next day. Product return is not expected. No clinical consequences were observed due to this event. It is believed that the air entry occurred after the removal of the versacross dilator. It was further noted that no irrigation was required, only manual flushing. No other issues were noted. In the physician's opinion, the versacross rf wire or dilator did not malfunction or contribute to the ae noted.